Event description:
This event describes use of the nxstage cartridge car-502 on the nxstage system one on an ICU patient undergoing cvvh therapy. While on cvvh therapy, the "fluid balance system failure" message displayed on nxstage screen-the blood pump stopped and the screen then stated "terminate therapy". Blood was able to be returned to the patient within the circuit. Nxstage system was taken out of service at the bedside and our biomedical engineering dept was notified. Nxstage company representative was notified.